Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had an air leak note in the arctic sun device. Customer looked at the event log and noticed that the system had multiple errors 113 (reduced water temperature control) and had arranged for it to be brought into crawley technical services. Customer stated that the patient therapy was continued on another arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had an air leak note in the arctic sun device. Customer looked at the event log and noticed that the system had multiple errors 113 (reduced water temperature control) and had arranged for it to be brought into crawley technical services. Customer stated that the patient therapy was continued on another arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the issue was not reproduced during evaluation. The device was evaluated and the reported issue was unconfirmed . No leak was detected from the unit during testing. An apm has been carried out and passed a new calibration. No repairs for the reported issue were made. The device underwent advanced preventative maintenance. The circulation pump, heater and drain ports has been replaced. An electrical safety test was performed. The arctic sun 5000 system was calibrated and evaluated and was found to function in accordance with manufacturer specifications. The device history record review and labeling review was not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. The actual/suspected device was inspected

Event description:
It was reported that the customer had an air leak note in the arctic sun device. Customer looked at the event log and noticed that the system had multiple errors 113 (reduced water temperature control) and had arranged for it to be brought into crawley technical services. Customer stated that the patient therapy was continued on another arctic sun device. Per follow up information received on 24feb2022, it was stated that the patient was switched to another arctic sun device and the therapy was completed on it. The customer did not report errors 113(reduced water temperature control), biomed saw the errors when they checked the event log. Biomed was not aware of target, patient temperature & flow rate.